Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation.the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05975. (B)(6). It was reported that coronary restenosis and ischemic symptom occurred. In (B)(6) 2013, the patient presented with stable angina pectoris for an elective case. The 90% stenosed, 75mm in length, new, eccentric, type c, diffuse lesion with length more than 2cm, contained less than 45 degrees bend and was located in the tortuous, mildly calcified, and 2.0mm in diameter proximal right coronary artery (rca). After pre-dilation was performed, a 3.00x20mm promus element¿ plus drug-eluting stent was placed in mid rca at 10 atmospheres. Furthermore, a non-bsc stent was placed. In addition, a 2.50x32mm promus element plus drug-eluting stent was placed in distal rca at 8 atmospheres. After post-dilation, the residual stenosis rates were 0% and timi flow was 3. Three days after, the patient was discharged from the hospital. In (B)(6) 2017, restenosis of proximal rca occurred. In (B)(6) 2017, percutaneous coronary intervention (pci) was performed in the proximal rca. There was ischemic symptom caused by the target vessel. On the same day, the patient was considered improved.